Event description:
Reporter indicated that diagnostic testing at office visit resulted in a high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt had not experienced any recent injury or trauma that may have damaged the ncp system and does not manipulate the device through the skin. Review of chest and neck x-rays by MFR did not reveal any obvious discontinuities in the vns therapy system; however, the pt reports that he has not felt device stimulation for approximately two weeks. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjunction with the high lead impedance condition.